Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient tried to get an MRI, and during their second scan the patient reported the ipg being heated. The second MRI was aborted midway through. The manufacture representative met with the patient and took the device out of MRI mode. The patient reported that this never happened with pervious mris, but the ipg no longer feels warm, and the ipg never felt warm when providing therapy. The patient has effective therapy. Surgical intervention may take place at a future date to address the issue.